Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken internal safety clamp; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken internal safety clamp was confirmed and duplicated during product evaluation. A definitive root cause has not yet been identified. The safety clamp arm cover was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.